Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratch on acoustic lens which reached glue layer, damage on ultrasonic probe and corrosion on the adhesive of the bending section cover. A root cause could not be identified for the corrosion and scratched lens. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the damaged probe could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited scratch on acoustic lens which reached glue layer, damage on ultrasonic probe and corrosion on the adhesive of the bending section cover. There was no patient involvement.